Event description:
This is report 3 of 3. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unknown date, the patient experienced peritonitis. The patient was hospitalized for the event. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h12l20018 and h13a02041 with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).